Manufacturer narrative:
Visual examination revealed that the exposed glass fiber tip measured approximately 3.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture. The fiber was returned broken into two pieces. The first piece measured approximately 121 cm from the top of the connector to the break. The second piece measured approximately 196 cm from the break which includes approximately 3.0 mm of the distal tip. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2017-02796 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 tractip laser fibers were used during a ureteroscopy with laser procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a p120 lumenis console. According to the complainant, during the procedure, the tip of the fiber broke while advancing it into the scope. A second laser fiber was used and the tip also broke while it was inside the patient. No fiber fragments fell inside the patient. The procedure was completed with third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Mfg site name-coherent inc. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2017-02796 for the other associated device information. It was reported to boston scientific corporation on august 29, 2017 that two flexiva 200 tractip laser fibers were used during a ureteroscopy with laser procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a p120 lumenis console. According to the complainant, during the procedure, the tip of the fiber broke while advancing it into the scope. A second laser fiber was used and the tip also broke while it was inside the patient. No fiber fragments fell inside the patient. The procedure was completed with third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.